Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged and the display was blank. The customer¿s blood glucose level was 15mmol/ l at the time of the incident. It was reported that the pump was no longer working. The customer was out last night when the battery was low and when they came home the pump had actually ran out of power. Customer stated that had tried 3 batteries so far and pump has not come back online. The customer stated pump died o is still dead. Found during discussion that battery cap contacts are gone so explained this was why pump was not coming on. A battery cap will be sent to the customer. The insulin pump will not be returned for analysis.